Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the device was received and visually inspected. The complaint says the gun would not fire. It appears that the shear pin failed possibly by the dislocation of the lever ratchet assembly. The upper jaw does not activate. This complaint cannot be confirmed. Although, we cannot discern a root cause for the reported failure, it is possible that the failure occurred due to excessive mechanical force while handling the device. A batch record review has been conducted and the results indicate that this batch of product was processed without any anomalies and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dissimilar complaint for this lot of 10 devices that were released to distribution. This complaint was for the same device from the same facility. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported during a rotator cuff procedure, a needle broke. No further information was provided. Additional information from the affiliate: the expressew iii gun would not fire.